Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that while cgm was not displaying readings on (B)(6) 2013, patient experienced a hypoglycemic event at approximately 3:30 pm. Patient's wife found patient having convulsions at that time. The paramedics were called. Upon arrival, paramedics administered two bags of glucose to patient. At the time of his initial call to technical support, patient reported having sore muscles. During a follow-up call between dexcom technical support and patient on (B)(6) 2013, patient reported being in good condition.